Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent an open colostomy closure procedure. At the time of the surgery, the staple line was inspected and looked good. The patient returned back to surgery two days later because the suture line was not sealed.

Event description:
According to the reporter: per additional information received. The entire suture line became loose. To resolve the issue, they sutured the staple line closed. Current patient status is fine.